Event description:
It was reported that the procedure was to treat the left popliteal artery (off label use) using a 6fr sheath and a .035 guide wire. The first absolute stent was advanced to the lesion and the device was unlocked and an attempt was made to deploy the stent, but the thumbwheel would not turn and the stent could not be deployed. The device was removed from the patient without issue and the stent was able to be deployed outside of the patient's anatomy. Another absolute stent of the same size was advanced to the lesion and during an attempt to deploy this stent the thumbwheel would not turn and the stent could not be deployed. However, the device was pulled back into the sheath and during removal, the stent deployed in the sheath. The sheath was removed from the patient's anatomy and there was no patient injury. Another company's stent was deployed at the lesion.